Event description:
It was reported that oversensed crosstalk and an increase in the capture thresholds were observed. X-ray confirmed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.